Manufacturer narrative:
(B)(4). B5: describe event or problem - additional . D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional . H6: event problem and evaluation codes - additional.

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.